Event description:
Reportable based on device analysis completed on 17sep2025. It was reported that the sheath buckled. A vtc/8/k flexima regular was selected for a nephrostomy procedure. During preparation, the 0.018 wire snagged within the three-part needle sheath and caused damage to the device itself. The vtc/8/k flexima regular was not used to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed that the radiopaque marker was torn at the middle to tip section of the sheath.

Manufacturer narrative:
E1: initial reporter phone: +(B)(6). Device evaluation by manufacturer: unit returned and device was inspected. It was observed that the radiopaque marker was returned for analysis, however the stent was not returned. It was possible to observe that the radiopaque marker was torn at the middle until the tip section. Under microscope magnification the radiopaque marker was torn at the middle until the tip section.